Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation. The use of this device may not be suitable for patients with insufficient or immature bone. The physician should carefully assess bone quality before performing orthopedic surgery on patients who are skeletally immature. The use of this medical device and the placement of hardware or implants must not bridge, disturb or disrupt the growth plate. The complaint allegation could not be confirmed as the device was not received for investigation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1588rt-2j tightrope® ii rt tape suture ends up slicing. This occurred during use; it was placed in a posterior tibial allograft that was going to replace the broken posterior cruciate, and they made a tunnel with a sword point. Once they pulled the button to pass the cortex, it was not well positioned, but they managed to accommodate it, and when they wanted to begin to raise the graft, the tape suture ended up slicing, and they had to remove it and reassemble the graft with another button. Additional information was provided on 07/11/2025 where it was stated that this event occurred during a multiligament reconstruction lcp + lca. The patient had poor bone quality. Flicutter 3 was used to make the femoral tunnel of the posterior cruciate ligament (pcl). All material that may have been released was recovered. A second attempt was made using a peek screw in the femoral tunnel with the same allograft, and that didn't work either. So, the doctor ordered another allograft (achilles) and used it to perform the pcl and place a titanium screw in the femoral tunnel. This resulted in a 1 hour delay that did require additional anesthesia.